Manufacturer narrative:
Additional information was received that requires a correction to the initial MDR. Initially, it was reported that the lens was implanted and then explanted. The lens was not implanted because the surgeon discovered that the patient had zonular instability during surgery so the lens was not used. Another kind of lens was implanted and no info was provided about that lens. If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: the date will be changed from (B)(6) 2016 to not applicable as the lens was not inserted so it can't be explanted. (B)(4). Additional information: device available for evaluation: yes. Returned to manufacturer on: 06/01/2016. Device returned to manufacturer: yes. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. If implanted, give date - date of implant was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was removed from patient's eye and a new lens was implanted as the doctor discovered a zonular instability. No further information was provided.

Manufacturer narrative:
An investigation will not be performed as the lens was not used. As it was confirmed the that the event was due to patient anatomy issues.